Event description:
Information received by medtronic indicated customer stated insulin pump had insulin pump error alarm. Customer stated they were able to clear the alarm and they were not able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Sv 3.1e cust reports a21 alert every time change the battery a21/e21, a47 alarm t/s per dop114-950. Expl alarm and possible causes. Customer reports they were able to clear the alarm(s). Customer reports pump did require rewind. Customer not able to complete rewind. Adv that the pump will need to be replaced. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Unit received a21 alarmed after battery change and resets time/date to factory default due to c13 voltage leak at interface board. Pump passed the displacement test, rewind test and failed a21 alarm test due to c13 voltage leak at interface board. No unexpected rewind anomalies noted. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The original interface board was removed and replace with a test interface board. No anomalies was notice after battery insert. Problem isolated to interface board. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.